Event description:
It was reported that the lead had intermittent loss of capture related to lv lead thresholds and vectors. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).